Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect. This finding is in line with the reported functional device whilst implanted. The recipient's hearing deteriorated postoperatively, however this was not caused by the device. As mentioned in the recipient report, the recipient had no benefit using the device and has been reimplanted with a cochlear implant. Additionally, the floating mass transducer (fmt) was found no longer coupled at explantation which may have contributed to the insufficient auditory perception. This is a final report.

Event description:
The explanted device was received for investigation. Per explant report form, the user was explanted due to progression of hearing loss. The user was re-implanted with a cochlear implant.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received for investigation. Per explant report form, the user was explanted due to progression of hearing loss. The user was re-implanted with a cochlear implant.